Event description:
Boston scientific crm received information that this implantable pacemaker was delivering pacing spikes in the qrs complex that was inducing a ventricular rate of 200 bpm. No other adverse patient effects were reported.

Manufacturer narrative:
The healthcare professional contacted boston scientific technical services and stated that strips will be sent in for evaluation. At this time, this device remains implanted. No additional information is available. If any additional information does become available, this report will be updated.